Manufacturer narrative:
Revision surgery is planned for patient with a total knee implant due to possible infection. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Revision surgery is planned for patient with a total knee implant due to possible infection.